Manufacturer narrative:
The power supply was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The ps1 power supply was tested by using a computerized battery analyzer. The bench test failed. There was no dc voltage at the output. An electrical failure was observed. Code-result 120 is associated with this analysis. The generator was returned to the manufacturer for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. They installed the generator starter board on a known working system. Motion and generator readied. Charging and communication succeeded. 3d and 2d images were acquired. No fault was found. Code-result 213 is associated with this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was showing x-ray disabled. Earlier in the day the image acquisition system (ias) booted up with no problems and fully booted to 2d mode. Then later in the day when the manufacturer representative walked by the system againand noticed that it was back in initializing and showing that the x-ray was disabled. Logs showed that the x-ray detector was disconnected. The rep tried to reboot the system with no resolve. The ias remote desktop showed that the generator was not active, but all "mcs" were homed, and every other component was active. No patient present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and new parts were installed. The control voltage was adjusted and the system was tested. The system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was showing x-ray disabled. Earlier in the day the image acquisition system (ias) booted up with no problems and fully booted to 2d mode. Then later in the day when the manufacturer representative walked by the system again and noticed that it was back in initializing and showing that the x-ray was disabled. Logs showed that the x-ray detector was disconnected. The rep tried to reboot the system with no resolve. The ias remote desktop showed that the generator was not active, but all "mcs" were homed, and every other component was active. No patient present at the time of the event.

Manufacturer narrative:
H3) the software investigation determined that the reported issue was not a software issue it was due to a hardware issue. The software is functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was showing x-ray disabled. Earlier in the day the image acquisition system (ias) booted up with no problems and fully booted to 2d mode. Then later in the day when the manufacturer representative walked by the system againand noticed that it was back in initializing and showing that the x-ray was disabled. Logs showed that the x-ray detector was disconnected. The rep tried to reboot the system with no resolve. The ias remote desktop showed that the generator was not active, but all "mcs" were homed, and every other component was active. No patient present at the time of the event.